Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 1.9, lab: 3.3 (2 days later); date: (B) (6) 2010, inratio: 1.4, inratio: 1.3 (re-test), lab: 1.9 (7 hours later).

Manufacturer narrative:
Customer was milking the finger and adding multiple drops of blood. Milking the finger may cause contamination with interstitial fluids and multiple drops may contribute to inaccurate inr results, as indicated on technical bulletin 107. All inr test results are conducted more than 3 hours from each other. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for the comparison to be valid. No further investigation will be pursued. A total of 2 complaints have been reported for lot # 225323 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the alert level of 0.05% and the action threshold of 0.1%; corrective action is not required at this time.